Event description:
Pt referred for an aortic stent graft. Following deployment of the stent it was noted that there was leakage where two pieces of the stent are joined together during the procedure. There was some leaking of blood from where the two pieces were joined. Attempts to repair leakage were unsuccessful. Pt's family was notified as pt was still sedated. The pt's referring physician was notifed. The stent device was from gore. The gore rep was in the room during the procedure and stated he was going to report the failure at gore. Reporting this as a potential device failure. We are unsure if it is indeed a failure at this point.